Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered a bolus that was not programmed. The insulin pump delivered 15.7 units. Customer stated that he had a low blood glucose of 22 mg/dl. Customer treated the low blood glucose. Nothing further reported.